Event description:
The whole crt system was explanted because of infection (endocarditis). The physician did not believe the infection was related to any of the implanted devices or associated procedures. The greatbatch medical lead will not be returned.